Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
Removed an 18 year old mrs cemented proximal femur. The stem was grossly loose in the femur. Surgeon osteotomized the femur below the lucency and a new gmrs proximal femur was cemented in.

Manufacturer narrative:
Corrected data: device manufacture date. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Removed an (B)(6) year old mrs cemented proximal femur. The stem was grossly loose in the femur. Surgeon osteotomized the femur below the lucency and a new gmrs proximal femur was cemented in.